Event description:
As reported, approximately eleven years post initial left tka implant, this female patient underwent revision due to aseptic loosening and instability. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening and instability. However, this cannot be confirmed as the devices were not available for evaluation and prerevision x-rays were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: 1452310 02-010-01-0230 - logic femoral ps cem left sz 3. 1490695 02-012-41-3020 - logic tibia traptray cem sz 3f/2t. 1573347 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-01110, 1038671-2022-00055.

Event description:
It was reported via legal documentation approximately 134 months after a left total knee replacement surgery, the patient underwent a left knee revision surgery to address pain, swelling and instability. A revision operative report was provided. It was noted that a preop workup was done and negative for infection. Post operative diagnosis noted aseptic loosening left total knee replacement, instability, and osteolysis. Intraoperatively, it was noted the patella was found to be well fixed. The surgeon observed evidence of yellow staining, pitting and scratching type poly wear of the tibial polyethylene component. The femoral was found to be significantly loose with evidence of debonding of the implant-cement interface with no attached bone or cement on the back side of the femoral implant and revealed bone loss. The tibial tray component was found to be loose with no additional bone loss. No surgical or medical interventions were reported. No additional information is available

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.